Event description:
It was reported that the pt presented to the clinic after receiving a pt notifier for high out of range high voltage lead impedance. The high voltage lead was competitive lead. The impedance trend displayed a stable. In range impedance trend displayed a stable in range impedance except for outlying out of range measurements from the last few weeks. The overall performance of the device was good. The pt was planned to be monitored.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.